Manufacturer narrative:
H6: investigation summary a complaint of sets breaking during connection was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model me2020 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxguard¿ extension set are cracking and breaking. This complaint was created to capture the 2nd of 2 related incidents. Verbatim: I am getting complaints about the me2020 cracking and breaking on the mini infuser sets. Just heard about it yesterday. They are also stating that they are unable to get the product to unscrewed from the lines and having to use hemostats to remove or having to place the tubing sets completely. Not sure if bad lot or you need to come in and see what is going on.

Event description:
It was reported that the bd maxguard¿ extension set are cracking and breaking. This complaint was created to capture the 2nd of 2 related incidents. Verbatim: I am getting complaints about the me2020 cracking and breaking on the mini infuser sets. Just heard about it yesterday. They are also stating that they are unable to get the product to unscrewed from the lines and having to use hemostats to remove or having to place the tubing sets completely. Not sure if bad lot or you need to come in and see what is going on.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown . E.1. Additional reporter phone#: (B)(6) . H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. H.4. Device manufacture date: unknown.